Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 344 mg/dl and the customer was feeling dizzy. A bolus was delivered to address bg. Pump system check with tandem technical support found the pump to be functioning properly. Customer did not know if the pump settings were accurate and may need to be adjusted.